Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator was explanted in order to have a necessary surgery. Details of the surgery were not provided. The pt recovered without sequela. A follow-up report will be sent if additional info becomes available.